Event description:
At about 7 months from tkr the surgeon performed a revision for a ligament rupture (collateral ligament). The surgery was completed successfully revising the femoral and tibial components.

Manufacturer narrative:
Batch review performed on 07 february 2022: lot 2012001: (B)(4) items manufactured and released on 22-dec-2020. Expiration date: 2025-12-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Clinical evaluation performed by medical affairs manager: tka revision due to instability. A ligament rupture has occured. The reasons of this rupture is unknown, it could be due to a trauma or a degenerative process. From the images provided a good osteointegration of the explanted implants is visible. Preliminary investigation performed by r&d manager: revision surgery of a gmk sphere after 8 months from primary surgery due to ligament rupture. Based on the picture of the explanted components, we cannot identify any anomalies that could have led to the eve. From preliminary investigation, the root cause for ligament rupture remains unknown; there is no evidence that it is related to a faulty device. Additional implant involved: gmk-sphere 02.12.0311fr tibial insert fixed sphere flex size 3/11 mm r (k140826) lot. 2005738 batch review performed on 07 february 2022: lot 2005738: (B)(4) items manufactured and released on 23-july-2020. Expiration date: 2025-07-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: ball heads: gmk-sphere 02.07.1203r tibial tray fixed cemented size 3 r (k090988) lot. 2009475 batch review performed on 07 february 2022: lot 2009475: (B)(4) items manufactured and released on 29-mar-2021. Expiration date: 2025-12-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.